Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the unit but was unable to reproduce the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The gas blender has been requested for return to sorin group (B)(4) for investigation. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system displayed an error code during priming. There was no patient involvement.